Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 40 mg/dl. The customer was rushed into the hospital due to low blood glucose. Customer has a broken pump. Customer's wife will call in order to give information regarding hospitalization and issue with pump.